Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. While the monitor powered on with the cable and passed detect and treat testing, it was unable to insert battery due to the unit being melted. The monitor¿s pcbs were unable to be removed from the case due to being melted. The root cause for the unit being melted was unable to be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.